Manufacturer narrative:
(B)(4) (film review), inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (tight distal aorta), device failure/lack of effectiveness related to patient condition (tight distal aorta).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter fusiform abdominal aortic aneurysm approximately three months ago. Vessel morphology at the time of implant was reported as there was an infra-renal angle of 50 degrees. The proximal aorta neck was 17.7 mm in diameter and 11 mm in length. The distal aorta was 15.9 mm in diameter. The tight iliac artery was 9.8 mm in diameter and the left iliac artery was 10 mm in diameter. The right femoral artery was 6.4 mm in diameter and the left femoral artery was 6.6 mm in diameter. The right iliac arteries was mildly tortuous with 50% stenosis while the left iliac artery was moderately tortuous was 50% stenosis. The circumferential aortic mural thrombus/calcification at the proximal neck was 20%. The stent grafts were implanted without issues. The proximal end of the device was placed below both renal arteries. The distal end of the right and left limbs/extensions were placed proximal to the right and left internal iliac arteries. A reliant balloon and two other balloons were used. It was reported that the patient had mild compression of both limbs of the stent graft by the distal infrarenal aorta with no evidence of thrombosis. The investigator indicated that the event was found to be related to the study device and procedure. The patient will be monitored by the physician. No additional clinical sequelae were reported there was an internal review of returned films. The post implant films show that the proximal stent graft diameter is approximately 15 x 16mm. The ipsilateral stent graft limb is implanted on the left side. The distal diameter is approximately 16 x 17mm. The ipsilateral limb is slightly compressed to approximately 7 x 10mm, and the contra limb is compressed to approximately 7 x 14mm. The cause appears to be due to the tight distal aorta. No obvious stent graft kink was observed.